Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The customer complained that machine is not working in auto mode. Fse checked machine on system trainer but could not found any problem. Performed all functional tests successfully. Observed machine over night and no problem found. Machine handed to the customer in working condition.

Event description:
It was reported during routine check, the cs100 intra-aortic balloon pump (iabp) was not functioning in auto mode. No patient was involved.

Manufacturer narrative:
Due to character limit in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.